Manufacturer narrative:
Adverse event (ae) assessment: a patient with type 1 diabetes using v-go for 7-8 months reported to customer care (cc) when he puts on the v-go the skin under the adhesive starts to itch. Once removed the patient sees redness and raised skin. Ae assessor spoke with the patient who confirmed the information from cc (and said he has welts which are likely the raised skin). His medical history indicates he has no allergies, the first several months using the v-go the patient had no skin irritation from the adhesive, and he uses his abdomen and leg for v-go sites. His hcp prescribed cortisone cream which improved the itch a little. He is in contact with someone from his hcp office that has provided cavilon barrier wipes and requested he try nasal spray with antihistamine. Nothing has worked to prevent the itching when the v-go adhesive is applied to the skin, the skin redness and raised skin. The patient said he plans to return to taking insulin injections because the redness at the previous sites takes a week or more to diminish. Ae assessor strongly encouraged him to contact his hcp for medical advisement.

Event description:
The patient reported that their skin underneath the adhesive pad is itching. Once removed, the patient can see redness and raised skin. The patient reported that his healthcare practitioner (hcp) prescribed some cream, but the patient could still see the irritated skin after days to weeks. No device was available for return to the manufacturer for evaluation.